Manufacturer narrative:
Investigation summary: the device was visually inspected and reddish and a hole were observed in the pebax. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t-bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined. However, an internal corrective action has been opened to investigate this issue. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter. During ablation for the right pulmonary vein, the thermocool® smart touch¿ bi-directional navigation catheter could not be deflected as intended. This issue occurred after an hour of using the catheter. The issue was resolved by exchanging the catheter. The procedure was completed without patient's consequence. The deflection issue was assessed as not reportable. Since the catheter was unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster product analysis lab received the device on november 15, 2018, and noted that the clear pebax sleeve had a hole approximately 8.5 mm from the distal end of the tip dome with metal exposed with reddish brown inside of it. The hole on the clear pebax sleeve has been assessed as a reportable issue. The awareness date is (B)(6) 2018.